Manufacturer narrative:
Combination product: yes.-

Event description:
It was reported that oversensing on this lead was noted via homemonitoring. The lead will be exchanged.

Manufacturer narrative:
Combination product: yes. The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing processes for the lead and the ICD were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance tests proved the devices functions to be as specified. The available ICD data have been analyzed. The analysis of the available iegm revealed noise in the right ventricular, confirming the clinical observation. Based on these observations, a damage of the leads cannot be excluded. However, the data showed no indication of an ICD malfunction. Should the leads become available for analysis, this report will be updated.

Event description:
It was reported that oversensing on this lead was noted via homemonitoring. The lead will be exchanged.